Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The surgeon requested a vector analysis and later it was reported that "the mean corneal power increased by 0.12d. The magnitude of the corneal astigmatism decreased by -0.12d, the steep meridian rotated clockwise by 57 degrees. The cornea flattened by 0.24d and steepened by 0.48d along the 174 and the 84 degree meridians. The surgically induced astigmatism is 0.72x174. Lens remains implanted.